Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive keypad after exposure to moisture. According to the reporter, all buttons are unresponsive and the pump is unusable. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/18/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/28/2013 with the following findings: the keypad was found to be fully intact; no damage or peeling was observed. During testing, all keypad buttons responded appropriately; the complaint of the unresponsive keypad buttons was unable to be duplicated. The keypad was removed and no evidence of contamination was found under the key contacts. There were no visible signs of moisture corrosion found inside the battery compartment. A leak test was performed and a display lens leak was found. The pump cover was removed and moisture corrosion was found inside the pump compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.